Event description:
As reported by the edwards clinical specialist, after successful valve deployment, and upon removal of the sheath, the patient started to bleed. The physician was concerned that during the removal of the sheath, the artery might have been nicked at the edge. Initially, the location of the bleeding was not able to be located until the physician opted to perform a 1/4 - 1/2 inch superior extension of the original incision site. The bleeding was found to be in the femoral artery toward the external iliac - about 1cm up from the puncture site. Once the location of the bleeding was exposed, a dacron patch and a running prolene suture were used to close the insertion site without further incident. The patient was noted to be in stable condition when leaving the room and no further vascular complications were reported at one day post op.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, per report, there was no device malfunction and the physician did not see any physical defects on the device prior to discarding it. A device history review (DHR) could not be performed as the lot information was not provided. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure and use of the tavr devices. The patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. There are several factors that can contribute to vascular complications, including patient anatomy, vessel characteristics, and procedural factors. In addition, the procedure requires large bore devices in patients who often have (pvd). The placement of sheaths and dilators in these vessels may result in damage to the vessel at the site of the arteriotomy. The exact cause for the reported vascular complication in this case is not known; however, it is likely to have been due a combination of procedural and/or patient related factors. No additional actions are possible at this time.